Manufacturer narrative:
(B)(4). Covidien was not authorized to service the device.

Event description:
Customer reported to have replaced gui pcb due to a blank display. Covidien service engineer updated the operational software. The ventilator was not in use on a patient at the time the malfunction occurred.